Event description:
Follow-up identified a sjm representative met with the patient and the patient stated she was not receiving effective stimulation therapy in her back. The patient did state her scs system provides her benefit and will continue to use it as is. In addition, there are no plans of any type of intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation therapy from her scs system. Reprogrammig of the patient's scs system did not resolve the issue. Follow-up identified on 04/09/2015 the patient had her existing scs lead moved up to t8.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.